Manufacturer narrative:
The patient had previous rotator cuff rupture that was repaired arthroscopically. The repair failed and subsequently a revision was performed using orthadapt bioimplant. During a subsequent exploratory procedure, the physician indicated the graft was intact without signs of incorporation, and it was subsequently removed. He also noted that the rotator cuff had healed from a large gap to a small deficit, which was repaired. The reason for the exploratory procedure was not provided. The cause of the event cannot be determined based on the limited provided information. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
The reported case involved a rotator cuff tear revision with orthadapt augmentation; the bioimplant was removed approximately five months post repair during an exploratory procedure; the reason for the exploratory procedure was not reported.